Event description:
Site called to report the treon system booted to a blue screen when powered on. The system was rebooted, and the surgeon reported the system appeared to be slower than usual and was inaccurate while navigating. The surgeon continued using navigation and there was no impact on pt outcome.

Manufacturer narrative:
Per investigation of computer low cmos battery voltage caused computer to boot to set up screen. Medtronic rep was sent a replacement computer, per RMA, swapped it out and performed testing. No issues reported from new computer. Software was behaving as designed. No impact on pt reported.